Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the reported event of ¿channel error-pump disconnection¿ could not be confirmed; the devices were not returned for investigation. No devices were returned for this investigation; therefore, inspection, testing and log review could not be carried out. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility's biomed department. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿channel error-pump disconnection¿ could not be determined since the devices were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the error logs showed a ¿pump disconnection¿ caused by low voltage on the patient-side pressure sensor. The sensor measured 0.8v, which is outside the acceptable range (0.846¿1.154v) but would still pass the standard preventative maintenance (pm) checklist. To prevent similar issues, the customer is adding the analog sensors task to their pm process to identify sensors with abnormal voltage readings. If readings fall outside the specified range, the system blocks the pressure calibration task. Currently, some devices pass patient-side occlusion tests, but fail the default pressure calibration. When this occurs, biomedical staff check sensor voltages using the analog sensors task and suspect sensor failure if voltage is low. Education was provided by manufacturer representative to clarify that the analog sensors task in alaris system maintenance software is not intended as a pm test. It is a troubleshooting tool for intermittent failures, useful for checking if voltage is stuck high or low, but it does not confirm sensor failure. The customer seeks guidance on proper pressure calibration procedures and clarification on acceptable pressure sensor voltage values for their situation. There was no information on patient involvement.

Event description:
It was reported that the error logs showed a ¿pump disconnection¿ caused by low voltage on the patient-side pressure sensor. The sensor measured 0.8v, which is outside the acceptable range (0.846¿1.154v) but would still pass the standard preventative maintenance (pm) checklist. To prevent similar issues, the customer is adding the analog sensors task to their pm process to identify sensors with abnormal voltage readings. If readings fall outside the specified range, the system blocks the pressure calibration task. Currently, some devices pass patient-side occlusion tests, but fail the default pressure calibration. When this occurs, biomedical staff check sensor voltages using the analog sensors task and suspect sensor failure if voltage is low. Education was provided by manufacturer representative to clarify that the analog sensors task in alaris system maintenance software is not intended as a pm test. It is a troubleshooting tool for intermittent failures, useful for checking if voltage is stuck high or low, but it does not confirm sensor failure. The customer seeks guidance on proper pressure calibration procedures and clarification on acceptable pressure sensor voltage values for their situation. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.